Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed a blood clot after the implant procedure. A surgery was required to resolve the issue. The patient is currently doing physical therapy and will turn on the device in the future.